Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. To date, no revision surgery has been performed or scheduled. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly component has separated. Revision surgery has not been performed or scheduled.